Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported before the surgery that the outer packaging of bone cement was complete, but there was leakage of powder and the inner sterile packaging was opened.